Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was defective. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was defective. The epg passed incoming functional testing. It was indicated that the epg had damage to multiple external components. The epg was to be scrapped. If information is provided in the future, a supplemental report will be issued.